Manufacturer narrative:
Reported event an event regarding instability/ loosening of baseplate and insert wear involving a scorpio patella was reported. Conclusion: it alleged that the patient was revised due to "painful right total knee arthroplasty 2008 secondary to flexion instability and loosening of the tibial component. Severe polyethylene wear lateral tibial plateau of the articular component with associated synovitis". As the baseplate was reported to be loosening and the insert was severely worn which contributes to the reported pain and flexion instability. There is no indication or allegation that the device reported in this investigation contributed to the event and is therefore considered concomitant. A full investigation is completed on the scorpio baseplate and the scorpio insert within the same pi. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the communication of an attorney that allegedly the patient was revised due to "painful right total knee arthroplasty 2008 secondary to flexion instability and loosening of the tibial component. Severe polyethylene wear lateral tibial plateau of the articular component with associated synovitis".

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned.

Event description:
It was reported through the communication of an attorney that allegedly the patient was revised due to "painful right total knee arthroplasty 2008 secondary to flexion instability and loosening of the tibial component. Severe polyethylene wear lateral tibial plateau of the articular component with associated synovitis".